Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached early battery depletion. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Performance data also collected from the device was received and analysis of the device memory indicated the battery impedance trend was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.